Event description:
It was reported to boston scientific corporation that during a biopsy procedure using trupath biopsy device, the physician used a second device and it misfired. Physician used a third device and encoutered the same issue. There were no patient complications reported as a result of this event. Note: the report pertains to one of three devices used during the same procedure. Refer to associated manufacturer report number 3005099803-2009-1781 and 3005099803-2009-1783 for reports on the other devices.

Manufacturer narrative:
The returned device was found to be functional, verified by arming and firing device 10 times with no issues. No visual abnormalities found with the returned device. The root cause for this event could not be confirmed as the reported event could not be duplicated under test conditions. It has been noted that some difficulty with device exists when one of the two trigger buttons is inadvertently pressed during the functioning of the device. It is possible, but unknown, if this occurred during use of this particular device. A review of the device history record revealed no anomalies that could be associated with this incident.